Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a total vaginal hysterectomy, bilateral soo and sacrospinous fixation pubovaginal sling to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2004. During the procedure, an american medical systems monarc sling, a veritas rm mesh, and another mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. She began to experience pain, erosion symptoms and voiding and defecating problems in 2007. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2004. During the procedure, an american medical systems monarc sling, a synovis veritas system, and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.